Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their filling from their back molar fell out. Requested diagnostic findings, provided information on chipped teeth and requested additional information and details on the restoration falling out.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.